Manufacturer narrative:
Date sent to the FDA: 06/03/2020. Additional information: d10, h6. Additional h-3 summary: it was reported performance breakage needle. An empty labeled winding former and a used needle/suture piece of product were returned for evaluation. During the visual inspection of the sample, the tip needle was noted broken. Due to condition of the broken needle, additional evaluation by laboratory is necessary to determine the assignable cause.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the surgery delayed due to the issue? No further information is available. What was used to complete the procedure? No further information is available. Was the surgery completed successfully? No further information is available. Were x-rays taken to locate the needle piece(s)? No further information is available. Was the needle piece(s) retrieved during the same procedure? No further information is available. Does a piece of the needle remain in the patient¿s tissue? No further information is available. What tissue structure is it located? Size of the needle piece retained: no further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available. A manufacturing record evaluation was performed for the finished device lot pgk322, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the needle tip broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was reported performance breakage needle. An empty labeled winding former and a used needle/suture piece of product code z464, lot # pgk322 were returned for evaluation. During the visual inspection of the sample, the tip needle was noted broken. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of pc-000681028 revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.